Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results. Please note: the code recorded by this device was incorrectly reported as a code 1003 in the previous report submission. This report has been updated to include the correct code, code 1005, as noted above.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found two shorted lead errors (both code 1005) had been recorded. High power visual inspection of the device header noted electrocautery marks in the header. The right ventricular (rv) lead tip seal plug was observed to be damaged by the electrocautery causing it to be partially lifted from its cavity. No irregularities were noted in the lead barrels. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, sensing and recording functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Please note: the b5 field has been corrected. Please see this field for further details.

Manufacturer narrative:
This report is being issued as field b1 adverse event/product problem was inadvertently left blank in the previous submission. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found two shorted lead errors (both code 1005) had been recorded. High power visual inspection of the device header noted electrocautery marks in the header. The right ventricular (rv) lead tip seal plug was observed to be damaged by the electrocautery causing it to be partially lifted from its cavity. No irregularities were noted in the lead barrels. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, sensing and recording functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Please note: the b5 field has been corrected. Please see this field for further details.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.